Event description:
Pt had pacemaker implant on 3/24/95. On 9/6/96 the pt was admitted to the hosp with complaints of generalized weakness with the pacemaker capturing at 50 bents per min by EKG. The malfunctioning pacemaker generator was removed and replaced on 9/7/96.